Event description:
Info received indicates the bed exit function will work but there is no audible alarm.

Manufacturer narrative:
The technician found the alarm on the bed exit board was not working. The technician replaced the bed exit pc board to repair the bed.